Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that on (B)(6) 2024 , the patient underwent an orif with the plate and the locking screws for the distal tibia fracture. The locking screw in question was inserted into the most distal screw hole of the plate; however, the plate and screw did not lock. The screw continued to turn and go deeper. The screw came out when it was turned backwards, so that surgeon thought it might be a screw problem. Then, a new screw with the same product code was used, and the same issue occurred. The surgeon decided not to use the screw hole because it was double-plate fixation. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) 3.5mm ti lcp(tm) anterolateral distal tibia pl 5 holes/left. This is report 1 of 3 for complaint (B)(4).